Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12888. It was reported that when the patient presented in clinic for a follow up, noise reversion episodes was noted on the right and left ventricular leads. Noise was reproducible by pocket manipulation. Both leads were capped and replaced on (B)(6) 2019. Patient was stable.